Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and shows that this device met all manufacturing specifications for product release for distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Without device return or additional information the clinical observation cannot be confirmed and root cause of event remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient had a 26mm transcatheter valve was implanted inside a disabled 25mm pericardial valve via transcatheter valve-in-valve intervention in the mitral position due to unknown reasons. The disabled 25mm pericardial valve was implanted for five (5) years, six (6) months, three (3) days at the time of valve-in-valve intervention. No further information was provided.